Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to acoustic schwannoma. Additional information has been requested but has not been made available as of the date of this report.